Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was blank with a green dot and made an aubible sound at power up. Complainant indicated that there was no pt involvement in the reported malfunction.